Manufacturer narrative:
(B)(4). Method: the complaint bc100 bubble CPAP generator and CPAP probe was not returned to fisher & paykel healthcare (B)(4). Our investigation is based on the information provided by the customer and our knowledge of the product. Results: based on the customer statements it appears that the bubble CPAP probe has moved, altering the amount of pressure delivered to the patient. Conclusion: the CPAP probe is designed to be adjustable, which leads to the possibility of inadvertent movement. This risk has been considered in our hazard analysis and deemed to be acceptable due to the provision of a physical stop in the bubble CPAP probe to prevent the pressure from exceeding 10cmh20 and the use of a pressure manifold with the breathing circuit to reduce the risk of unsafe circuit pressure. The bubble CPAP system is for use in the hospital clinic environment such as the neonatal intensive care unit (nicu) and paediatric intensive care unit (picu). The user instructions that accompany the bubble CPAP system kit illustrate in pictorial format the correct set-up and proper use of the bubble CPAP generator. It also states the following: - always use pressure monitoring to verify that the patient is receiving the prescribed CPAP level. - regularly observe the CPAP generator for bubbling. If bubbling is not observed, check for and minimize the air leaks in the system and at the patient. If air leaks have been minimized, air flow may be increased to achieve continuous bubbling.

Event description:
A hospital in (B)(6) reported that the generator column of a bc153-10 bubble CPAP system "dropped down and did not deliver the correct pressure". It was confirmed that there was no patient consequence.